Event description:
Following use of the device, when the drug delivery catheter was removed from the pt, the distal marker band was no longer on the catheter. Fluoroscopy confirmed the marker band was retained in the pt. Attempts were to retrieve the marker band were unsuccessful, the marker band remains in the pt, and there were no clinical consequences to the pt.

Manufacturer narrative:
Investigational summary: inspection of the device confirmed the marker band had been swaged into place during MFR. Review of the mfg records confirmed the device passed all inspections during MFR. Root cause investigation confirmed reduced marker band retention force in a limited population of product.